Manufacturer narrative:
Further information surrounding the event has been requested. The involved catheter was discarded by the user. Investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
During treatment bleeding did not stop even usual pressure hemostasis method was used (less than 125 ml blood was lost). The patient needed blood transfusion. According to the hospital, the picco catheter was inserted until deeper than usual area, until bifurcation area of the catheter. Consequently the insertion site became bigger and the volume of bleeding increased. No other clinical consequences than the need of a blood transfusion is known. (B)(4).

Manufacturer narrative:
The involved catheter was discarded by the user. During investigation of two retain samples of the same batch no deviations from specification potentially causing the reported issue could be detected. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. Provided information by the customer and the issue description "deeper than usual" indicate a handling error by the user. The seldinger technique for insertion of catheters is a well-known technique and state of the art. (B)(4).

Event description:
According to the hospital records the blood loss was more than 300 ml, but the initially reported blood transfusion was given due to general sickness of the patient and not due to the reported event. (B)(4).

Event description:
During treatment bleeding did not stop even usual pressure hemostasis method was used. The initially reported blood transfusion was given due to general sickness of the patient and not due to the reported event. According to the hospital, the picco catheter was inserted until deeper than usual area, until bifurcation area of the catheter. Consequently the insertion site became bigger and the volume of bleeding increased. No clinical consequences were reported. (B)(4).